Event description:
Customer reports receiving high readings. The customer obtianed a meter reading of 94 mg/dl compared to a laboratory result of 270 mg/dl. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was not report of death, serious injury or mistreatment associated with this event.